Event description:
It was reported that an ilet user accessed the fill tubing function before rewinding the pump during a supply change and was not connected to the pump at the time; the agent provided troubleshooting and education on correct supply change steps, and the user elected to complete the process after rewinding, noting use of a contact detach infusion set. There were no reported adverse clinical effects and no alerts or alarms. Outcomes included successful resolution through user education without medical intervention or hospitalization. Investigation included remote troubleshooting and procedural review. Investigation of this case revealed user procedural error during the infusion set and cartridge change with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.